Event description:
The lead was returned to the manufacturer with no information and subsequently tested out of specification. Follow up revealed that the lead was fractured. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The proximal segment of the lead was returned, analyzed and the inner insulation was breached metal ion oxidation (mio). It was noted that the outer insulation had a cosmetic depression.